Event description:
It was reported the patient had a second lead revision. It was noted the patient hit their neck where the leads were. It was reported the paddle lead was almost coming out of their neck. It was noted this revision was a couple weeks after their first revision.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported over two years later that ¿I have had a hell of a time with this process and I have had 4 operations trying to get this stimulator right.¿ the lead wire started to come out but then it was also stated the lead came out. It was also stated that ¿this one didn¿t even last a year so they put a rechargeable one in.¿ four operations were clarified to mean four implants, but then it was stated the patient had ¿4 stimulators now to get it right.¿ reference manufacturer report #s 3004209178-2013-23371 and 3004209178-2013-16714 for previously reported surgical interventions.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead; product ID 3708120, serial# (B)(4), product type: extension; product ID 3708120, serial# (B)(4), product type: extension. (B)(4).